Event description:
In 2011, I had a left eye surgery which involved medical device the solx shunt, a 24 karat gold micro implant that reduces iop. During the procedure, is suffered permanent injury including complete loss of vision. Tissue damage and eye removal required due to injury from the medical device gold shunt. I am asking FDA to conduct investigation about the medical device with solx company and manufacturer, as I wasn't provided with any information about the medical device including serial number, license number, nor any guidelines, booklets about the medical device. Most important, I wasn't provided with any consent policy to sign and consent about the medical device. I do require information after the surgery in order for surgeon to investigate the medical device. Within 72 hours of the incident, the manufacturer required the return of medical device to inspect the implant for any defects and proper disposal of medical device. Also, I need to know when the solx company was approached by distributor to supply their product medical device gold shunt including hospital and the surgeon.